Manufacturer narrative:
Several attempts have been made to get additional information from customer without any response. Spacelabs service repair received device, repaired component failure an isolated case. Device passed all tested, per slhc service procedures and returned to customer. This report is considered complete and this matter closed.

Event description:
Spacelabs received a report that on july 10, 2020 display goes blank. No one was injured as a result of this event.